Event description:
The customer reported that insulin was squirting out of the insulin pump during the manual prime process. The customer's blood glucose was 384 mg/dl at the time the issue was reported. The customer believes that the insulin pump was not delivering the normal amount of insulin and to take more insulin to bring down his glucose level. The customer stated that he was sluggish and groggy due to the high blood glucose. During troubleshooting, the customer stated that the basal rates and bolus wizard settings were correct. The insulin pump passed the high pressure test. The customer also stated that the insulin pump was alarming in the past. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.